Event description:
It was reported that catheter break occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified acute thrombosis in the deep vein of the left lower extremity. A solent omni catheter was selected for use. However, a crack was found on the catheter located near the three-way junction. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. There was no fluid in the device, boot, or attached waste bag and the waste bag was still folded indicating that the device was not prepped or used. Visual inspection of the device presented a kink 21.5cm distal of the strain relief (the golden portion of the catheter); however, there was no fractures to the shaft of the device. The shaft was only kinked. No other issues were identified during the product analysis.

Event description:
It was reported that catheter break occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified acute thrombosis in the deep vein of the left lower extremity. A solent omni catheter was selected for use. However, a crack was found on the catheter located near the three-way junction. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.